Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found there was film build up in the hemoglobin (hgb) chamber. The fse replaced the hgb chamber, which resolved the hgb issues. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported hemoglobin (hgb) results recovered for level 2 6c quality control (qc) failed high for interlaboratory quality assurance program (iqap) the unicel dxh 800 cellular analysis system. The customer did not report any error messages at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.